Event description:
It was reported occlusion alarms occurred. The customer was transported to the emergency room by ambulance and admitted to the hospital with a blood glucose level that read "high", a specific value was not provided. The customer experienced vomiting, stomach pain, cramps and a headache and treated intravenously with fluids of saline and insulin. The customer was released from on the same day, (B)(6) 2024 with issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.